Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained from a single patient sample using a vitros 5600 integrated system when compared to ipth results obtained from a different lot of vitros ipth on the same vitros 5600 integrated system. The assignable cause for the lower than expected patient sample result is an issue with the patient sample, however the issue with the patient sample could not be determined. No historical qc was available for vitros ipth lot 1490 as it was a new lot, however qc results for the day of the event were within expectation, therefore a vitros ipth reagent performance issue is not a likely contributor to the event. Additionally, historical qc for vitros ipth lot 1480 was within expectation leading up to the event, indicating that an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. Per the instructions for use, intact pth is labile and susceptible to fragmentation and correct handling of patient samples is necessary to ensure that the pth molecule remains intact. The degree of fragmentation will depend on both time and temperature of storage of the samples. However, an issue with sample handling is not a likely contributor to the event as the same patient sample was run at the same time on another vitros 5600 system using an alternate lot of vitros ipth and produced acceptable results. (B)(4).

Event description:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained from a single patient sample using a vitros 5600 integrated system when compared to ipth results obtained from a different lot of vitros ipth on the same vitros 5600 integrated system. Patient sample results of 285.7 and 284.6 pg/ml vs. The expected result of 415.4 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth result was not reported from the laboratory to a physician and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).